Manufacturer narrative:
Device received with detached end cap. Unable to perform all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test due to detached end cap. No blank display noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged and the insulin pump cannot be started anymore. The customer's blood glucose level was 93 mg/dl at the time of incident. The customer stated that the insulin pump was dropped on floor. Customer stated that the drive support cap does not appeared to be damaged. The insulin pump will be returned for analysis.